Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pulse generator, it was found out that there were automatic mode switch (ams) episodes from noise over-sensing on the right atrial (ra) lead. The ra lead was explanted and replaced. The patient was in stable condition throughout.

Manufacturer narrative:
The reported event of noise was confirmed. A complete lead was returned in two pieces. Electrical testing of the lead found shorting between conductors. Destructive analysis found the inner insulation was abraded at the suture tie region. The cause of the reported event was due to inner insulation abrasion consistent with external forces.